Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was not experiencing effective stimulation due to lead migration. The patient stopped using the system and does not plan any intervention due to insurance issues. Note: the patient has two leads from the same lot number.